Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had acute anaphylactic reaction and outcome to the reaction was unknown. Per additional information received from the regional partner on 30sep2020: the partner spoke with the physician who stated " the yellow card was incorrect when entered." The physician spoke with the patient and the patient has a latex allergy but it was not to do with our products at all. The physician seems to think it was incorrectly selected on the report. The patient actually had an allergy to a pair of marigolds (washing up gloves) and did not require any medical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had acute anaphylactic reaction and outcome to reaction was unknown.

Event description:
It was reported that the patient had acute anaphylactic reaction and outcome to the reaction was unknown.

Manufacturer narrative:
The reported event was confirmed, as a design related. After reviewing the product label, it was noticed that the label was missing the product information such as ¿contains or presence of natural rubber latex¿. This was a design issue, not a manufacturing issue. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The instructions for use were found inadequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.